Event description:
Mid procedure for pain management case; 4 rf needles placed in patient's back for procedure. Doctor handed off the sterile rf cable to attach to rf 20s machine. Nurse attempts to hook upcable and discovers cable will not insert smoothly or make contact with small probes in rf machine. She removes cable to discover small probes on the rf machine are bent and cable cannot be inserted. Rf case is cancelled mid case due to equipment failure.